Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were received and reviewed. Approximately two years post deployment, a CT showed that a strut of the ivc filter penetrating the abdominal aorta. After a month, a CT showed that ivc filter was tilted, still one leg was perforating the ivc wall. After six months, a CT showed a thrombus above and below the filter. On following fifth day, multiple retrieval attempts were made using forceps and a laser sheath and finally the filter was removed. Therefore, the investigation is confirmed for filter tilt, thrombus above the filter, perforation of the ivc wall and retrieval difficulties. Per the medical records, multiple attempts were made to retrieve the filter using forceps. The filter was noted to be tilted and embedded in the ivc. This likely resulted in the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 03/2015), (B)(4).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter struts perforated the ivc wall and abdominal aorta and the filter tilted and embedded in the wall of ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.